Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the power supply was non-functional during power-up. It was also noted that the main processor unit (mpu) board was out of electrical specification.

Event description:
It was reported the programmer appeared to have sparked in the region of the power cord inlet and would not turn back on. The programmer was returned for repair. No patient involvement was reported.